Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. Right ventricular undersensing observed on stored egms due to lead noise. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had r-wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.